Event description:
It was reported that customer experienced repeated cgm error messages on pump despite not resetting pump for this issue. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump would be replaced, was instructed to place current pump into storage mode before returning it within 10 days, and was advised to manually enter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.